Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was shuts off several times. The customer¿s blood glucose level was unknown. Customer did not received low battery alerts and insulin pump lost settings time and date after battery change. Customer stated that harder to screw in battery open and seal as well as cracked around battery port area. Customer also stated that motor takes longer to rewind, changing batteries out every 5 to 6 days less than a week and random unexplained no delivery alarms. The insulin pump will not be returned for analysis.